Event description:
It was reported that during preparation for a percutaneous transluminal intervention procedure, balloon deflation difficulties occurred. The 40% stenosed lesion was located in the mildly calcified and mildly tortuous common iliac artery. The physician inflated the ultra-thin balloon dilatation catheter two times to 12 atms, however, the balloon deflation time was approx 90 seconds. This event occurred outside of the patient. The procedure was successfully completed with another balloon catheter. No pt complications were noted and the pt's status is unk.

Manufacturer narrative:
(B)(4).